Event description:
It was reported that the pt had primary surgery on the right knee for oa in 2007. Seventeen days later, the insert had disassembled anteriorly. Two days later, pt was revised. The surgeon confirmed during the primary surgery that the insert was assembled securely at anterior and lateral side.